Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2017-01653 the hospital discarded the device.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (handle). During the procedure, the physician successfully deployed and detached multiple smart coils using the handle. The physician then was unable to detach a smart coil using the handle; therefore, the smart coil was manually detached. There was no report of an adverse effect to the patient.